Manufacturer narrative:
Device received with constant pump error 38 alarm during rewind. Problem isolated to motor. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 19.6 mmol/l at the time of incident. Customer also experienced high blood glucose level and it was treated with insulin injections. Customer stated that the insulin pump was not exposed to a high magnetic field. Customer was unable to clear the alarms. The customer was advised that the insulin pump required to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will not be returned for analysis.